Event description:
It was reported that the patient alert sounded, and the patient received over 30 inappropriate shocks due to t-wave oversensing (twos). It was suspected that the oversensing was due to lead on lead contact with the previously abandoned lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.